Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification during the load process. Reportedly, the cartridge was filled with 480 units of insulin. The customer added insulin to the existing cartridge and completed the load process successfully. Insulin delivery was resumed. The customer's blood glucose level was 116 mg/dl.